Event description:
It was reported that the dermatome did not have consistent speed. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is complete. No additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a1, b3, b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during inspection, the dermatome did not have consistent speed. There was no patient involvement. Due diligence is complete; there is no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a3, a5, b3, b4, b5, d2, d4, e1, e3, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the dermatome did not have consistent speed. There was no patient harm. There was no medical intervention (such as sutures required). The taken graft was not damaged. There was no additional unplanned skin graft required to complete the surgery. There was so surgical delay of approximately 15 minutes. Another device was used to complete the surgery. Due diligence is complete; there is no additional information available.